Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, it was reported by a sales representative via (B)(4) that when drilling a lag screw during a hip fracture surgery, the 0312-200 3.2mm locking pin guide cold-welded into the lag screw drill guide and no longer advanced. This was discovered during the case. Another device was used to complete the case with no patient harm.